Event description:
It was reported that pt was implanted with a sparc sling system on (B)(6) 2008 to treat her stress urinary incontinence and/or pelvic organ prolapse and/or rectocele. The pt experienced mental and physical pain and suffering, emotional distress, disability, impairment, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, and, nerve and soft tissue damage, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.